Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2009 essure (fallopian tube occlusion insert) was placed. The consumer's concurrent condition included suspected nickel. Her complaints started twelve months after essure insertion ((B)(6) 2010). She had pain in pelvis, serious because the event resulted in disability, inexplicable hemorrhage, increase or heavy blood loss during menstruation, blood loss during coitus, strange taste in mouth (metal taste), pain during ovulation, pain during coitus, pain in abdomen, pain in head, lower back pain, tendinitis, arthralgia, cramps, muscle cramps, pain radiating to legs, stabbing pain, dizziness, increase or decrease of weight, loss of libido, nausea, tiredness, insomnia, mood swings, memory loss, concentration problems, swollen abdomen, hair problems, arrhythmia, menopause complaints, vaginal fungal infections, excessive sweating, tingling, itch, burning skin, stabbing at the entrance of vagina, heartburn, and dry skin. The consumer received unspecified medication as treatment. The outcome of the events was not recovered. She was planning essure removal. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and inexplicable hemorrhage. Pelvic pain and genital bleeding are listed in the reference safety information for essure. Since essure may cause pelvic pain and bleedings, and considering that in this case there is no alternative explanation for these events, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 03-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1687 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and inexplicable hemorrhage (seen as genital bleeding). Pelvic pain and genital bleeding are listed in the reference safety information for essure. Since essure may cause pelvic pain and bleedings, and considering that in this case there is no alternative explanation for these events, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.